Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained the via the right femoral artery. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified right anterior tibial artery. After inserting a non-boston scientific (bsc) introducer sheath, a non-bsc guidewire was used to cross the lesion. A 2.5mm x 150mm x 150cm, otw coyote balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured and a pinhole was noted in the middle part. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 8mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained the via the right femoral artery. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified right anterior tibial artery. After inserting a non-boston scientific (bsc) introducer sheath, a non-bsc guidewire was used to cross the lesion. A 2.5mm x 150mm x 150cm, otw coyote balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured and a pinhole was noted in the middle part. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.